Manufacturer narrative:
Results: evaluation of the returned product did not confirm the reported issue; the control buttons are not working, so the different modes cannot be chosen. However, the battery springs inside the battery compartment are bent. Unit does power on and sounds when the magnet is removed. Note: instructions for use on battery installation states: hold alarm vertically upsidedown to prevent battery spring from bending during battery installation. (B)(4).

Event description:
The customer reported when the alarm is in hold mode, the alarm continues to sound. This was discovered during set-up but customer did not provide the date when found. No incident or injury was reported.